Event description:
On (B)(6) 2013, it was reported to animas that allegedly the keypad ok button was intermittently unresponsive. The reporter stated that the bolus was delayed several minutes until the ok button was pressed several times. There was no known trauma or moisture exposure to pump reported. The reporter stated that the keypad was intact and not peeling. There was no reported adverse event associated with this complaint. This complaint is being reported because the reported issue was not resolved with troubleshooting.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.